Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had air in the line. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: unknown. It was reported that the tubing has air in the line. Rcvd 6/24 additional information: tubing was separated from packaging at time of administration. Therefore, we can only verify the lot numbers represented in the entire supply of our ER unit. The following lots were stocked in the unit: (10)20015803; (10)20035122; (10)20053223; (10)19116119; (10)20025509; (10)20043198. This event was reported as a near miss. Although the pump alarm did not sound, the nurse observed air in the line while performing a check before adding a piggyback infusion. Thankfully, there was no harm to our patient. Yes, the tubing set was attached and infusing to a patient at the time of the reported failure. Again, the alarm did not sound at any point.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/13/2020. Investigation conclusion it was reported that the tubing has air in the line. Received from the customer was one used primary set model 2420-0500 lot unknown. The primary set was received attached to a 1000ml IV b-braun bag of 0.9% sodium chloride lot joc764 exp: september 2022. The IV bag had approximately 400ml of fluid left. Note: the pcu and device pump module that were in use at the time of the customer event were not returned for investigation. A video was provided by the customer showing air pockets throughout the tubing set when being primed with a 1000ml b-braun solution IV bag. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Traces of clear fluid with air pockets were observed throughout the suspect set. Functional testing was performed by attaching the set to one lab IV bag filled with blue dye water and allowing the set to reprime via gravity. One 18g cannula was attached to model 2420-0500 male luer. The set successfully reprimed and there were no signs of air entering the line or any issues observed. The set was then loaded into a lab pump module with device settings for air bolus limited set to 250 l and for accumulated air - enabled. An infusion rate was not provided, therefore the primary infusion was programmed at a rate of 125ml/h and vtbi of 125ml. The infusion completed with no alarms or any air-in-line issues. No air bolus were observed throughout the set. The set was pressure tested up to 30 psi per IV disposable leak test dir # (B)(4). A closed stopcock was attached to the end of the male luer of the primary set. No leaks or separation were observed during testing. Equipment used (testing performed on 18-aug-20). 8015 alaris pcu 1.5, eq10291, calibration due date: 20-mar-21. 8100 alaris system lvp, eq08475, calibration due date: 12-aug-21. Air pressure regulator with pressure gauge, eq00138, calibration due date: 02-oct-20. Although the specific lot number for the event set was not identified, the customer reported the following lots were in stock at the time. The device history records are provided below: device history record for model 2420-0500 lot 20015803 shows that the set was manufactured on 9 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0500 lot 20035122 shows that the set was manufactured on 2 march 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0500 lot 20053223 shows that the set was manufactured on 12 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0500 lot 19116119 shows that the set was manufactured on 14 november 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0500 lot 20025509 shows that the set was manufactured on 6 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0500 lot 20043198 shows that the set was manufactured on 6 april 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report that the tubing has air in the line was confirmed per video provided by the customer. The root cause of the customer¿s experience was not identified because no air-in-line errors or visual air-in-line bolus¿s were replicated during functional testing.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 20015803, medical device expiration date: 2023-01-09, device manufacture date: 2020-01-09. Medical device lot #: 20035122, medical device expiration date: 2023-03-02, device manufacture date: 2020-02-28. Medical device lot #: 20053223, medical device expiration date: 2023-05-12, device manufacture date: 2020-05-05. Medical device lot #: 19116119, medical device expiration date: 2022-11-14, device manufacture date: 2019-11-12. Medical device lot #: 20025509, medical device expiration date: 2023-02-06, device manufacture date: 2020-02-06. Medical device lot #: 20043198, medical device expiration date: 2023-04-06, device manufacture date: 2020-04-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had air in the line. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: unknown. It was reported that the tubing has air in the line. Rcvd 6/24 additional information: tubing was separated from packaging at time of administration. Therefore, we can only verify the lot numbers represented in the entire supply of our ER unit. The following lots were stocked in the unit: (10)20015803, (10)20035122, (10)20053223, (10)19116119, (10)20025509, (10)20043198. This event was reported as a near miss. Although the pump alarm did not sound, the nurse observed air in the line while performing a check before adding a piggyback infusion. Thankfully, there was no harm to our patient. Yes, the tubing set was attached and infusing to a patient at the time of the reported failure. Again, the alarm did not sound at any point.